Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient¿s right atrial (ra) lead exhibited p-wave amplitude variation and increased capture threshold resulting in loss of capture. Programming changes were made. The patient had no adverse consequences.